Event description:
It was reported that after initial training and a meal announcement for lunch, the user experienced hypoglycemia while using the ilet with a g7 sensor, with an ilet reading of 69 mg/dl and a confirmatory fingerstick of 56 mg/dl; the user treated with oral glucose (skittles) and glucose rose to 75 mg/dl. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient impact on blood glucose control without medical intervention or hospitalization. Investigation included review of uploaded device data and user interview. Investigation of this case revealed no device alarms or malfunctions and suggested the meal announcement and early learning period of the system contributed to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.